Event description:
Follow-up indicated burn occurred at the end of the nuclear fragmentation. Fistula on the scar the day after surgery which required a compressive dressing and 24 additional hours at the hosp.

Event description:
Reporter noted mild corneal burn occurred during procedure. No intervention reported; pt will recover well.